Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at display window corner, minor scratches on the lcd window, cracked reservoir tube lip, and missing end cap.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.